Manufacturer narrative:
The device was returned and analyzed. Analysis revealed the mechanical operation of the balloon catheter was occluded, and the mechanical operation of the catheter shaft was bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of balloon catheter the balloon did not deflate after inflation. The balloon catheter was removed. No patient complications have been reported as a result of this event.